Manufacturer narrative:
The investigation did not identify a specific cause of the event. The issue was resolved after the service actions.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The sodium, potassium, chloride, and reference electrodes were replaced. The field service engineer cleaned the sample needle, the ise sippers, the internal standard and diluent dispense, and the syringes for the sippers and reagent. He performed reagent flushes, air purges, ise checks, and conditioning of electrodes. Quality control results improved after the service actions. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The initial result was 149 mmol/l. The repeat result from a cobas pro analyzer at another laboratory was 139 mmol/l.